Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: the subject device was returned for evaluation; however, after inspection, it was determined that the return product was not manufactured by edwards lifesciences.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The explanted valve has been returned for evaluation; however, the analysis has not yet begun. A supplemental report will be submitted accordingly once the evaluation has been completed.

Event description:
Edwards received information that this pericardial valve, implanted six (6) to seven (7) years, was explanted due to aortic regurgitation secondary to leaflet tearing. At explant, calcification was not observed so much but tear at one leaflet was detected and it likely caused regurgitation. Avr was performed with no adverse patient effects reported as a result of the valve replacement. Mitral valvuloplasty was also performed. The patient status was reported as ¿under treatment¿ in the ICU. The customer commented that this explant was not device related and it was not expected.